Manufacturer narrative:
A document and records review was performed on the ubk click reported lot, however the returned sample on (B)(4) 2015 was a ubk sleek tampon which tested positive for blood. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore, the complaint could not be confirmed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
House mother reported that one of her residents reported blood on a ubk click tampon applicator. The house mother stated that the young girl who had taken the tampon to the bathroom to use came back and showed her that the applicator had blood on it and it also did not contain a pledget.